Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging" error message and was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including ECG stress testing and charge/shock testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed that the device detected an open impedance intermittently via the electrode pads. When the user attempted to charge the device, a lead fault was present, which was recorded as a charge lead fault. By design, the device will not discharge energy when an open impedance is detected through pads. When the device detected a valid impedance, the device was able to deliver a 200j shock. Once delivered, the device again detected an open impedance. This type of fault indicates to the user that the connections must be checked to ensure good coupling between the electrode pads and the patient's skin. The electrodes and battery used were not returned as part of this investigation. No trend is associated with reports of this type.